Event description:
It was reported that there was damage to the pump housing and usb port, which affected the customer's ability to charge the pump, although the pump did not shut down. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery. The customer was informed they would receive a pump with updated software and was given instructions for returning the damaged pump.